Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. Endoscope was received with missing distal window resulting in fluid invasion and subsequent major damage to optical components. Complete window was missing. Fragments of adhesive of the distal window were missing.

Event description:
It was reported that prior to the start of a da vinci-assisted hysterectomy surgical procedure, the 8.5mm 0-degree endoscope had blurry vision in one eye. The procedure was completed with no reported injury.